Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not reviewed, the manufacture history (DHR) of the subject device, because lot number and manufacture date of the subject device was unknown. The root cause of the reported event could not be identified. [Consideration]: since the subject device has not been returned, the device could not be confirmed. From the information and the user report, the cause was surmised as follows; the correct combination of distal end cover was not used. The distal end cover maj-411, which is for jf endoscope should be used, but the distal end cover maj-311 (subject device), which is for tjf endoscope model was attached. (This report is for the distal end cover used in combination with the endoscope and the distal end cover (the subject device)). If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device , maj-311 which is for tjf endoscope model not jf endoscope model was mistakenly attached to jf endoscope by the user and caused falling into the patient body during the endoscopic retrograde cholangiopancreatography (ercp) procedure. That fallen subject device was retrieved and the intended procedure was completed with the same set of equipment. The occurrence date of the event is unknown. There was no report of patient injury associated with the event. (This report is for the distal end cover used in combination with the endoscope and the distal end cover (the subject device).

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device , maj-311 which is for tjf endoscope model not jf endoscope model was mistakenly attached to jf endoscope by the user and caused falling into the patient body during the endoscopic retrograde cholangiopancreatography (ercp) procedure. That fallen subject device was retrieved and the intended procedure was completed with the same set of equipment. The occurrence date of the event is unknown. There was no report of patient injury associated with the event. (This report is for the distal end cover used in combination with the endoscope and the distal end cover (the subject device).

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.